Event description:
Consumer complained that he followed both instructions down to the letter and the hard portion has separated from the soft. Stated that something with the bonding has come apart.

Manufacturer narrative:
This complaint has not ben confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination